Manufacturer narrative:
Updated fields: h11. Corrected fields: d9. A getinge field service engineer (fse) evaluated the unit and pressure signal appeared normally, not a product quality issues. Equipment is normal. Equipment has been delivered to customers and can be used clinically.

Event description:
N/a.

Event description:
B5 it was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an abnormal pressure signal. There was no pressure signal, the customer completed zeroing, and there was still no pressure. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. The complete tel # is - (B)(6).